Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of unspecified tissue injury (vascular injury) is listed in the perclose prostyle instructions for use (IFU), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for eval updated from "yes" to "no".

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The reported ¿resistance was noticed during advancement¿ and ¿resistance when trying to remove the device¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of unspecified tissue injury (vascular injury) is listed in the electronic perclose prostyle instructions for use (eifu), as a potential adverse events of use of the device. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 device returned. H6: device code 4115 removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coronary angioplasty and stent interventional procedure using a 6f sheath. Reportedly, a cuff miss occurred. An attempt was made with another prostyle device; however, some resistance was noticed during advancement and there was significant resistance when trying to remove the device. Attempts were made to manipulate and advance the device and pull back the device in order to remove it; however, it could not be removed. Cut down surgery was performed and it was found that the black distal guide had separated from the proximal metal guide portion of the device. The prostyle device was removed from the patient anatomy during the cut down and the vessel was repaired. Reportedly, "the patient had significant abdominal tissue which was secured up with tape during the procedure. It was noted that the prostyle was nearly at the end of its reach during deployment". There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.